Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The customer called and stated "system now taking x-rays". Cancel service call.

Event description:
The customer reported that the system would not take xrays.